Event description:
The caller reported that the cuff on the tracheostomy tube would not hold air or stay inflated. The tube was removed and the patient was re cannulated prior to 29 days. The lot number was retained however, the removed tube was already incinerated in the trash and therefore, not available for investigation.

Manufacturer narrative:
The device history record for the lot number provided was reviewed (B)(4) and there was no non-conforming product during the manufacture of this lot. The tube was discarded and therefore, unavailable for failure investigation. No analysis or conclusions can be drawn without the device.